Manufacturer narrative:
Date of event: event date not reported and the device return date was selected. Device evaluated by MFR.: visual inspection was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the zap tip and primary coil section, also, the coil arm was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. The outer diameter (od) of the main coil zap tip od and primary coil od passed the dimensional inspection.

Event description:
Reportable based on device analysis completed on 20mar2024. An interlock-35 coil was received with no issues reported. However, returned device analysis revealed a detached coil at the arm section.